Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post pace t wave oversensing, inappropriate automatic mode switch, and far r wave oversensing on the implantable cardioverter defibrillator (ICD).no changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes that programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, g3, h3 and h6.